Event description:
The patient was seen for device evaluation at the implant center for reported intermittent percept problems. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device was scheduled.